Event description:
The patient stated she did have a fall when she was getting out of bed but did not know the date she fell and stated it would have been (B)(6) 2016. The patient was on the floor and didnt know where she was. The patient couldn't walk and couldn't stand up and she couldn't get up off the floor. The patient stated her sister called the ambulance and they brought her to the hospital. Patient stated this was due to the infection. Patient stated they did a CT scan and told her there was a thickness in the bladder. Patient was not sure if that was due to the mesh sling or not. The patient stated she had surgery on (B)(6) 2016 and did not think stim was turned off prior to implant. The patient stated she has a doctors appointment scheduled for friday (B)(6) 2016 to meet the new managing physician and to have the ins checked and to follow up with regarding the surgery that was done on (B)(6) 2016 regarding the bladder. The patient stated she had a sudden return of symptoms. The patient was going to the bathroom every 15 minutes and would have a lot of urgency but would "piddle" very little. Patient stated at night she doesnt know that she has to go to the bathroom and was having accidents in bed. Patient stated she has had to put pads in her bed. The patient stated she was having blood in her urine and went to the doctor who tested the urine and told her she had a bladder infection. Patient stated they put her on antibiotics for 7 days. The patient was sent her for a CT scan which confirmed the infection. The patient stated while she was at hospital they found she had another infection and started her on IV antibiotics and she was on them for 3 days. The patient was still very tired. The patient was sent her home using a cane and a walker and was having nurses and therapy coming to the house. The patient had bladder surgery by their doctor and has not told the patient what the outcome of the surgery was. Patient stated she has called the doctor but they have not returned her call. Patient stated she had a mesh sling implanted prior to 2000 and the doctor told her the sling looked ok and the interstim implant looked fine. It was clarified that in between infection 1 and infection 2 about (B)(6) 2016 patient was in hospital (B)(6) 2016 so the fall would have been on (B)(6) 2016. Patient stated the ins was not working. The patient was not feeling stim and has had a return of symptoms. The patients indicators were for gastrointestinal/ pelvic floor. The patients indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Event description:
A patient reported they are going into the healthcare professional (hcp) office on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.